Event description:
It was reported that during a tvt procedure the needle detached from the mesh while being passed through tissue. The mesh was removed and a new device was used to complete the procedure successfully. There were no adverse patient consequences reported.